Event description:
On november 28, 2022, the customer emailed (B)(6) stating that the t-line was very faint and more visible at an angle or with a bright light, the user inquired whether this was positive or negative result. Importer comments: on the same day, celltrion customer service center ((B)(6)) conducted first folllow-up on this case and responded that if any line (no matter how faint) on the t line does indicate a positive test result. The customer service center also provided detailed instructions for use on how to confirm whether the result was positive or negative. On a second follow-up on december 1, 2022, the user said that he/she tested cvs and had not covid. Celltrion cs tried follow-up again on december 19, 2022, but the user did not respond. No available information of the product and this case was identified as false positive case. This case report (medwatch) will be sent to manufacturer for their awareness.